Manufacturer narrative:
Date of event (fall): "a couple of months after implant".

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was hurting real bad and could not get their device to work. The patient was not given instruction to change programs. The patient hurt in the legs and shoulders. It was noted that the pain did not feel like the stimulation feeling and that its ¿hurting real bad¿. It was further reported that the patient "feels something like it did on her hip back there but she feels it on her legs and shoulders now and it's a terrible feeling" and was clarified it was sore at the ins site. The patient also mentioned that they now could feel pain in their head and neck. A fall was reported that could be related to the issue. The patient ¿blacked out¿ and almost fell but caught themselves. This was reported to their doctor. The patient was going to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Product event summary #*pending completion of communication task* evaluation determined that investigation is needed because it was reported that the patient could not get their device to work following a fall. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the patient not being able to get their device to work following a fall was unknown. Follow up was being conducted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they have not told the managing physician about the pain. Patient stated it hurt so bad, the patient's back hurt to patient's butt. Patient's legs sting as they burn. Patient reported it hurts to wear shoes, patient said she can't wear them freely. Patient felt that popping all over patient. Patient reported she weighed (B)(6) and hates herself, patient did not think she would be so big. Patient stated she did not have any dates of when the device did not work. Patient stated since she came out of surgery, made it home and the device was not working. Patient stated maybe the next two weeks the pain had been reported to the doctor. Patient reported she could not get the device to work after the batteries "after the number to" manufacturing helpline number.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.